Event description:
A sensor can not be started error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring non-healthcare professional administration of glucose tablets for treatment. A blood glucose test of 46 mg/dl was obtained, it was not specified what type of device the reading was taken with. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor can not be started error message was reported with the adc device in use with samsung galaxy s21 fe 5g with an android 13 operating system with software version 3.5.1.10363 and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring non-healthcare professional administration of glucose tablets for treatment. A blood glucose test of 46 mg/dl was obtained, it was not specified what type of device the reading was taken with. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported no message appears when attempting to start their sensor. Attempted to replicate the reported issue with the similar configuration but unable to replicate the reported complaint and the system functioned as intended. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.